Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial tachy therapies and associated implantable transvenous defibrillation lead exhibited a shock lead impedance reading of >125 ohms. At implant the impedance was 40 ohms. In addition, the r-waves are currently 2.2 mv.